Event description:
It was reported that the patient underwent an initial knee surgery. At the one year follow up visit, the patient reported ongoing pain and swelling. The right knee was aspirated and an arthroscopy was performed on unknown dates. Subsequently, the patient was revised on an unknown date. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42528200508 - partial articular surface right medial size e 8 mm thickness - 63449777. 42538000502 - partial tibial cemented size e right medial - 63632020. G2 : foreign country : united kingdom. H6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2025-00811.

Event description:
No further event information available at the time of this report.